Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
The clip was jamming. There was no reported injury.